Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that the unit experienced an e-1 error. It was further reported that this happened during a case and that there was no delay in the case or harm to the patient.